Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a medtronic representative. Regarding a patient previously, implanted with a plate and screw in an anterior cervical spine fixation at c4/6 for cervical spondylotic myelopathy. It was reported, that the c6 right screw backout was observed, so the screw was removed. Bone fusion was obtained. When the plate was checked, during removal and deployment, the locking plate was not locked. It is currently, unknown whether the locking of the plate was forgotten, during the initial operation or it unlocked postoperatively. There were no patient symptoms or complications as a result of this event. Removal took place, due to screw back out. The backed out screw had more damages compared to the other 5. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis part# g7713513; lot# h5669997- visual and optical inspection revealed extensive damage on the screw. Damage present on the screw is consistent with heavy movement inside an implant and the damage matches with the damage found on the plate. H6: updated eval. Code method and eval. Code result post analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.